Event description:
Ems staff were called to a person experiencing an epileptic event. Several attempts were made to administer countershocks to the patient. The device allegedly failed to deliver the shocks to the patient. This opinion was based on a lack of patient muscular reaction to the discharge. The patient's outcome was not reported.